Manufacturer narrative:
The following other hip devices were also listed in this report: modular dual mobility insert, cat# 626-00-42e, lot# 37613602; restoration adm x3 ins 28/48, cat# 1236-2-848, lot# 37931501; 28 mm +4 lfit v40 head, cat# 6260-9-228, lot# 35077302; proximal fem comp std, cat# 6495-1-001, lot# s4ynb, gmrs extension piece 100 mm, cat# 6495-6-100, lot# s3n3j; 12 mm press fit fluted stem, cat# 6495-5-012, lot# 92042a; cap plate screws, cat# 2080-0015, lot# xnvmhe; gap plate screws, cat #2080-0025, lot# mka7l9; gap plate screws, cat# 2080-0030, lot# mjl7ph. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. Device history review determined all device lots were accepted into final stock with no reported discrepancies. All reported sterile lots were within specification. Complaint history review determined there have been no other reported events for the lots. An evaluation of the devices cannot be performed as the device remained implanted in the pt and were not returned to the manufacturer. Additional information (including x-rays and medical records) was requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, the pt is infected and scheduled for I&d (B)(6) 2012. The sales rep will find more information after the surgery. On (B)(6), I&d conducted and no implants were removed. No implant related. The joint was washed out and no stryker implants were removed.